Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the second and fourth reload, not all of staples were closed properly. In both cases in the central part of the reload, some parts of staples were open. There was an incomplete staple line centrally which was fixed by suturing. The doctor had to extra suture to complete the case. There was no patient injury.